Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.